Event description:
On (B)(6) 2014, a nurse practitioner reported to 3m espe that after application of 3m espe vanish 5% sodium fluoride white varnish on (B)(6) 2014, a 1-year old male patient experienced an anaphylactic reaction. The reaction, which started 5 minutes after treatment began, started as a rash around the mouth and then progressed to include vomiting and breathing difficulties. Medical intervention included the administration of benadryl and epinephrine, which resolved the symptoms. The child was transferred from the clinic to a hospital where it was reported he was observed overnight and released without further treatment. The child's current condition is reported as fine.